Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator generated audio and visual alarms displaying severe airway occlusion. Additional information has been requested regarding patient involvement and status. However, there was no report of serious injury or death associated with this event.